Event description:
It was reported that during initial procedure, the left ventricular lead was implanted with a piece of competitor's guidewire still attached, as confirmed via x-ray imaging. The lead exhibited high impedance and no capture after it was connected to the pulse generator. Lead reposition was not an option as no alternative branch was available. The lead was explanted and replaced with an epicardial lead three days later. The patient was in stable condition post-procedure.